Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the left ventricle lead had increased capture threshold. The lead was confirmed to be dislodged. The lead was explanted and replaced. The patient was stable post-procedure.